Event description:
Caller reported an incorrect time setting on the pump. The caller's previous settings did not result in any blood glucose measurement above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller with updating the pump time and advised to monitor for any future discrepancies, which the caller understood and acknowledged.